Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had the primary procedure done approximately 15 years ago. The construct was an aml stem and a bipolar shell. It was then revised to a total hip with a pinnacle metal on metal. The surgeon mentioned that the patient did great up until 3 years ago. The surgeon also stated that the tissues looked osteolytic but not stained. Doi: (B)(6) 2006. Dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.